Event description:
It was reported that during an atrial fibrillation ablation, the patient¿s blood pressure dropped and an ecocardigraphy exam was performed and a pericardial effusion was observed. To reduce the pericardial effusion, a pericardial puncture was performed to drain the blood. The physician opinion regarding the causality of adverse event was possibly procedure-related.

Manufacturer narrative:
The concomitant products: circular ablation circ loop model# d-1322-14-s lot # 15722382l not approved by FDA; c3 external reference patch model# d-1283-02 lot # unknown; carto 3 model# m-4800-01 serial # (B)(4); nmarq generator model# d-1341-07 serial # (B)(4) not approved by FDA. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4).